Manufacturer narrative:
E1 initial reporter address: (B)(6).

Event description:
It was reported that a dissection occurred. The patient presented with an inferior wall myocardial infarction. The target lesion was located in the proximal right coronary artery. A 2.75 x 28mm synergy xd drug-eluting stent (des) was deployed. Post deployment, a type b flow-limiting distal stent edge dissection was observed, with timi ii flow noted. The dissection was covered with 2.50 x 12mm synergy xd des, and the procedure was completed. The patient was stable post procedure and fully recovered.

Manufacturer narrative:
E1 initial reporter address: (B)(6).

Event description:
It was reported that a dissection occurred. The patient presented with an inferior wall myocardial infarction. The target lesion was located in the proximal right coronary artery. A 2.75 x 28mm synergy xd drug-eluting stent (des) was deployed. Post deployment, a type b flow-limiting distal stent edge dissection was observed, with timi ii flow noted. The dissection was covered with 2.50 x 12mm synergy xd des, and the procedure was completed. The patient was stable post procedure and fully recovered. It was further reported that the target lesion was 90% stenosed, moderately tortuous and moderately calcified.